Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 06/09/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2015 with the following findings: a battery compartment crack was observed at the case seal extending towards the battery compartment threads. Unrelated to the battery compartment, the keypad cover was torn at the up arrow button. All of the keypad buttons were still responsive to button presses. There was no evidence of contamination on the keypad button contacts. (B)(6).